Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation review of the device confirmed the reported condition. The stress constraints at the junction of spikes and the upper digitizer handle exceeded the yield strength which caused a plastic deformation and ultimately breakage of one spike. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after the submission of this report shall be filed on a supplemental MDR.

Event description:
It was reported that during an initial knee arthroplasty, the surgeon noticed that the spikes were bent and tried to straighten them which caused the fracture of the short spike. As a result the spike was removed and the procedure was completed without delay.